Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from december 5, 2014 to december 8, 2014. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed white particles floating in the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had white floating particulate matter. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.